Manufacturer narrative:
(B)(4). Initial report. Report source, foreign - event occurred in (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation due to hospital policy. Associated products: medical product: oxford ph3 cementless fem sz m. Catalog no.: 154926. Lot no.: 2614440. Medical product: oxf anat brg rt md size 6 PMA. Catalog no.: 159578. Lot no.: 2185518. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Hospital policy.

Event description:
It was reported that the patient underwent an initial right knee arthroplasty on (B)(6) 2012. Subsequently, a revision procedure due to tibial subsidence was performed on (B)(6) 2021.

Event description:
It was reported that the patient underwent an initial right knee arthroplasty on (B)(6)2012. Subsequently, a revision procedure due to tibial subsidence was performed on (B)(6) 2021.

Manufacturer narrative:
(B)(4). This final report is being submitted to relay additional information. Complaint summary: the event reports revision surgery was required due to tibial subsidence. The implant was in situ for approximately 9 years. Product has not been returned for evaluation and relevant photographs have not been provided. X-rays have been provided. Medical notes have not been provided for the revision surgery. The investigation has been limited to the information provided, a review of the device history records, a review of the x-rays provided, and a complaint history search. Review of the device history records identified no deviations or anomalies during manufacturing that could be related to the reported event. Review of the x-rays concluded the following: the suboptimal position of the tibial tray observed in the provided ap and ml radiographs may indicate that this component may have subsided and/or loosened, however this cannot be confirmed without analysis of post-primary and post-first-revision radiographs, provision of additional surgical information, and without examination of the revised components. It is stated in the zimmer biomet product experience report (zper) associated with (B)(4) that the explanted parts are unavailable by hospital policy. Review of complaint history identified no additional similar complaints for the reported item number and no additional similar complaints for the same item and lot combination. This device is used for treatment. The implants used have been confirmed to be compatible. These part and lot combinations are not associated with any recalls at the time the search was conducted. The likely condition of the device when it left zimmer biomet is conforming to specification. The root cause of the reported event cannot be determined with the information provided. No corrective action required at this time as the root cause of the reported event has not been determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be submitted accordingly. Zimmer biomet will continue to monitor for trends.